Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation that a captivator ii polypectomy snare was used during a polypectomy procedure. According to the complainant, during the procedure, the physician was unable to retract the snare loop; the handle seemed to be damaged. The procedure was completed with another captivator ii polypectomy snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
An evaluation of the returned product found that the device could no longer retract due the detached cannula within the handle. The condition of the returned device was consistent with the complaint of failure to retract; the complaint was confirmed. The most probable root cause is improper assembly of the handle and handle cannula.

Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation that a captivator ii polypectomy snare was used during a polypectomy procedure (patient age, gender, and weight unknown). According to the complainant, during the procedure, the physician was unable to retract the snare loop; the handle seemed to be damaged. The procedure was completed with another captivator ii polypectomy snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.